Manufacturer narrative:
Revised suspect (2420-0007) and concomitants. Additional information added to: d1,d4,d10,d11,g5. The customer¿s report of a backflow was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed on the sets in their as received configuration. A lab IV bag was filled with blue dye water and attaching it to each set allowing fluid to flow through the whole set by gravity. The set flowed freely from both the secondary and primary lines and showed no signs of backflow. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer. The root cause could not be identified because no instances of backflow occurred with the received sets.

Event description:
It was reported that the nurse began infusing potassium phosphate 30mmol in 100ml of dextrose 5% water, through secondary set attached to primary set with a bag of normal saline 1,000ml. It was then noticed that the drip rate was faster than what was programmed. The medication's intended infusion rate was 27.5ml/hr over 4 hours. The issue did not resolve even after resetting the device and changing the pump module. The entire tubing set-up was removed from the patient and restarted the infusion using a new tubing set, medication bag, and pump. The event occurred in bone marrow transplant unit. There was no patient harm. During a non-bd investigation, a sample of the primary bag's fluid was tested and found to have high concentration of potassium. It was then concluded that the event was not an over infusion, rather a backflow check valve failure.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the nurse began infusing potassium phosphate 30mmol in 100ml of dextrose 5% water, through secondary set attached to primary set with a bag of normal saline 1,000ml. It was then noticed that the drip rate was faster than what was programmed. The medication's intended infusion rate was 27.5ml/hr over 4 hours. The issue did not resolve even after resetting the device and changing the pump module. The entire tubing set-up was removed from the patient and restarted the infusion using a new tubing set, medication bag, and pump. The event occurred in bone marrow transplant unit. There was no patient harm. During a non-bd investigation, a sample of the primary bag's fluid was tested and found to have high concentration of potassium. It was then concluded that the event was not an over infusion, rather a backflow check valve failure.